Event description:
It was reported that the patient with this tactra device experienced infection. The infection was treated with antibiotics and cleared. The existing tactra was explanted and replaced. There were no further patient complications.

Event description:
It was reported that the patient with this tactra device experienced infection. The infection was treated with antibiotics and cleared. The existing tactra was explanted and replaced. There were no further patient complications.